Manufacturer narrative:
The customer reported that the central nurse's station (cns) is in communication loss with two bedside monitor's (bsm). The communication loss lasted 30 minutes before it was fixed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempts to collect the model/serial for the two bedside monitors that were being monitored with the central nurses station were made, however, unsuccessful.

Event description:
The customer reported that the central nurse's station (cns) is in communication loss with two bedside monitor's (bsm).

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, the customer at (B)(6) reported the following issue with central nurse's station (cns) mu-971ra; sn (B)(6), the cns was in communication loss with two bedside monitors (bsm). On (B)(6) 2019, the customer reported that after several troubleshooting procedures, a faulty switch was found to be the cause of the issue. A known working switch from it department was switched with the faulty one. The patient monitoring system has been running good ever since then. Investigation conclusion: the root cause of the issue was determined to be faulty switch.the overall risk of this event, taking into consideration of severity and probability, is "medium".

Event description:
The customer reported that the central nurse's station (cns) is in communication loss with two bedside monitor's (bsm).